Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on the in-house system and failed normal mode, triggering a 319 error pointing to the rolling loop fiber cable. The rolling loop fiber cable was swapped out and the error went away. A visual inspection found the rolling loop fiber cable was broken. The unit did not go through additional testing due to the broken rolling loop.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer observed a repeated recoverable fault on the universal surgical manipulator (usm) and opted to disable the usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs confirming usm 2 had overheated, and the customer disabled the usm. The tse advised the site to power-cycle the system; however, the customer was not able to troubleshoot further. The customer continued the case with three usms and the procedure was completed as planned with no reported injury.